Manufacturer narrative:
Concomitant medical products: 3093-28 lead, implanted: (B)(6) 2013; 3058 mgu ipg, implanted (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing and the right ventricular (rv) lead could not confirm capture. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 3093-28 lead, implanted: (B)(6) 2013; 3058 mgu ipg, implanted (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing and the right ventricular (rv) lead could not confirm capture. Both leads remain in use. No patient complications have been reported as a result of this event.